Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A patient participating in the trifecta durability study was implanted with a 21mm trifecta valve on (B)(6) 2011. On (B)(6) 2011, the patient presented with possible endocarditis and had a blood test (B)(6) for coagulase (B)(6). The patient was treated with antibiotics for the confirmed endocarditis. The study site related this as possibly due to the procedure. At a four-year follow-up in (B)(6) 2015, the valve remained implanted. No additional details are expected.